Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing and neck region though no physical damage to the helix or lead tip was observed. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in helix function encountered at revision. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) two days post-implant. An x-ray was obtained which confirmed the lead had dislodged. A revision procedure was performed wherein repositioning of the lead was attempted but unsuccessful as the helix was noted to become stuck when attempting to position using a guidewire. The lead was extracted and procedure completed with the implant of a new ra lead. It was noted that the patient is not pacemaker dependent with an intrinsic rhythm. No additional adverse patient effects were reported.